Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately one month ago. The iliac arteries were moderately calcified, narrow had mild tortuosity. The endurant stent grafts were inserted through another manufacturer's 14 fr inflatable sheath. The sheath was inflated to 21 fr. The stent grafts were successfully implanted without complications; however, there were some difficulties with the removal of the terumo sheath as the physician had to pull hard to remove the sheath. It was reported that two days later the patient had an occlusion of the right femoral artery distal to the location of the stent grafts. The patient was brought back to the or and had a bka (below the knee amputation) six days post implant. The physician believes that during the stent graft procedure or during the removal of the sheath calcium may have dislodged and resulted in occlusion of the lower peripheral vessels. No additional clinical sequelae were reported and the patient is stable.

Manufacturer narrative:
(B)(4). Patient's condition affected effectiveness of device (small calcified iliac arteries), inherent risk of procedure (emboli), caused by another drug/device (another manufacturer's sheath), device failure/lack of effectiveness related to patient condition (small calcified iliac arteries), another device caused failure (another manufacturer's sheath).